Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe cramping") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required) and genital haemorrhage ("bleeding"). The patient was treated with surgical essure removal on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure administration. The reporter commented: more than one related surgery-y date of other essure related surgery: (B)(6) 2017. The following information was received from social media: cramping and bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: plaintiff fact sheet received. Case became serious incident. Product start & stop date added. Essure removal surgery details added. Patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe cramping") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required) and genital haemorrhage ("bleeding"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure administration. The reporter commented: more than one related surgery-y date of other essure related surgery: (B)(6) 2017. The following information was received from social media: cramping and bleeding. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("severe cramping") and device breakage ("fragment essure device.") In a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of panic attacks, dysmenorrhea, heartburn, uterine bleeding, anxious mood, back pain, dyspareunia, chronic pain, painful periods, abdominal pain, smoker, parity 2, multi gravida, vomiting, genitourinary chlamydia infection, menorrhagia, abnormal uterine bleeding, endometriosis and pelvic pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and genital haemorrhage ("bleeding"). The patient was treated with surgery (bilateral salpingectomy on15-nov-17,laparoscopic supracervical hysterectomy). At the time of the report, the outcomes for abdominal pain lower and genital haemorrhage were unknown. The reporter considered abdominal pain lower, device breakage and genital haemorrhage to be related to essure administration. The reporter commented: more than one related surgery-y date of other essure related surgery: (B)(6) 2017 (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: findings: uterine cavity: normal endouterine and endocervical contours. Right fallopian tube: normal caliber. No peritoneal spillage. Left fallopian tube: essure device is in place. No peritoneal spillage impression: 1. Contrast is present in the right fallopian tube. No peritoneal spillage on the right, probably related to technique. 2. Essure device in the left fallopian tube with no evidence of peritoneal spillage [pathology test] on (B)(6) 2017: gross description: the surgical requisition slip and specimen container match patient's name, date of birth, and specimen description. Received in formalin labeled "uterus (fragments of essure device)" are 48 g of aggregates of specimen of uterus without adnexa and cervix, overall measuring 6.6 x 6.5 x 2.0 cm. The tan-red endometrium measures up to 0.1 cm thick. The myometrium is tan-pink and trabeculated, measuring up to 1.7 cm in thickness. The serosal surface is tan-pink and smooth. Grossly, no definite intramural nodules or mass is identified. A fragment of uterine wall shows presence of a small portion of metallic wire measuring 0.4 cm in length and 0.1 cm in diameter, consistent with that of a fragment essure device. The following information was received from social media: cramping and bleeding concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : medical device removal updated to device breakage, reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain lower ("severe cramping"), device breakage ("fragment essure device.") And genital haemorrhage ("bleeding") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of panic attacks, dysmenorrhea, heartburn, uterine bleeding, anxious mood, back pain, dyspareunia, chronic pain, painful periods, abdominal pain, smoker, parity 2, multi gravida, vomiting, genitourinary chlamydia infection, menorrhagia, abnormal uterine bleeding, endometriosis and pelvic pain. On (B)(6) 2015, the patient had essure inserted. At an unknown time, she experienced abdominal pain lower (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and genital haemorrhage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017 and laparoscopic supracervical hysterectomy on (B)(6) 17) and laparoscopic supracervical hysterectomy on (B)(6) 17. At the time of the report, the outcomes for abdominal pain lower and genital haemorrhage were unknown. Essure was removed on (B)(6) 17. The reporter considered abdominal pain lower, device breakage and genital haemorrhage to be related to essure administration. The reporter commented: more than one related surgery-y date of other essure related surgery: (B)(6) 2017 (hysterectomy). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: findings: uterine cavity: normal endouterine and endocervical contours. Right fallopian tube: normal caliber. No peritoneal spillage. Left fallopian tube: essure device is in place. No peritoneal spillage impression: 1. Contrast is present in the right fallopian tube. No peritoneal spillage on the right, probably related to technique. 2. Essure device in the left fallopian tube with no evidence of peritoneal spillage [pathology test] on (B)(6) 2017: gross description: the surgical requisition slip and specimen container match patient's name, date of birth, and specimen description. Received in formalin labeled "uterus (fragments of essure device)" are 48 g of aggregates of specimen of uterus without adnexa and cervix, overall measuring 6.6 x 6.5 x 2.0 cm. The tan-red endometrium measures up to 0.1 cm thick. The myometrium is tan-pink and trabeculated, measuring up to 1.7 cm in thickness. The serosal surface is tan-pink and smooth. Grossly, no definite intramural nodules or mass is identified. A fragment of uterine wall shows presence of a small portion of metallic wire measuring 0.4 cm in length and 0.1 cm in diameter, consistent with that of a fragment essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.